Event description:
It was reported that a patient underwent an endometriosis resection on (B)(6) 2013. During the procedure, the loop of the device broke off. The loop did not fall off completely, it remained partly attached. The procedure was able to be completed with this device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.